Event description:
It was reported that there was temperature accuracy issue in the arctic sun device. Client requested for preventive maintenance. Alarmed alert were 02 (low flow). 01 (patient line open) and 113 (reduced water temperature control).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was temperature accuracy issue in the arctic sun device. Client requested for preventive maintenance. Alarmed alert were 02 (low flow). 01 (patient line open) and 113 (reduced water temperature control). Per sample evaluation results received on 04jan2023, it was reported that the level sensor was damaged during repair and had to be replaced.